Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that on or around (B)(6) 2019, a uterine artery embolization [uae] procedure was completed. The patient alleges they had a fever on (B)(6) 2019. The account alleges that during a follow up visit on (B)(6) 2019, the patient presented with an infection due to uterine myoma expulsion. Sepsis caused by escherichia coli was also identified through additional testing. The patient was hospitalized and was treated with antibiotics. The myoma was expelled with no additional consequences to the patient.